Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip was deployed without issue. A second clip was positioned and deployed. However, post-deployment the clip detached from the anterior leaflet resulting in a single leaflet device attachment (slda). Despite the slda, tr was reduced to grade 2-3. It was noted that imaging had been poor in the grasping view.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.